Manufacturer narrative:
The two expedium quick connect single innie polyaxial screwdrivers (product code: (B)(6), lot numbers: mi34617, mi37145), were returned to the complaints handling unit (chu). Both returned drivers featured broken tips. Due to this damage, both drivers were submitted for fracture analysis. An optical image of the fractured surface of driver lot mi37145 reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. It was observed that the driver from lot mi34617 features similar damage and markings. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
There was a scheduled expedium removal on (B)(6) 2015 that was scheduled for reinstrumentation. There was an expedium construct done 2 years ago at l4-5. The l5 expedium screws (6.5x45), placed bilaterally, were sheared off below the tulip head. A trephine and screw removal was used from the srb to remove the broken screws. Upon reinstrumenting qty 2 expedium screwdriver stripped off in the interface of the bone screws. The first driver stripped in the viper cortical fix bone screw of the left l3 pedicle. A rod and cap were final tightened to the screw and it was cork screwed out and replaced. The second driver stripped in viper cortical fix screw in the right l5 pedicle hole that was already there. When the same technique was used to remove this screw the tulip head popped off leaving a naked bone screw with no screw interface in it. Again a trephine and broken screw removal was used to remove the screw. Both viper cortical fix screws were 7x45. The surgeon did not replace that screw. The construct was then locked down. (As noted in the adverse consequence field on the complaint form: surgeon was unable to complete the surgery as planned) .